Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it displaying a patient circuit disconnect alarm was confirmed. The asp also observed that the device's exhaled tidal volume (vte) levels were low. The asp replaced the internal flow transducer to resolve both the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported and observed issues was the ift. H3 other text : serviced by asp.

Manufacturer narrative:
The device has been returned to ventec for an evaluation; however, an investigation has not been completed. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider reported to ventec that their device was displaying "patient circuit disconnect" alarm. There was no patient involvement.